Event description:
Caller reported a malfunction on the pump, but no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and the malfunction code did not recur after the reset. Information was provided for future occurrences, allowing the customer to continue using the pump. No additional actions were required.